Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV capsular contracture, baker grade IV and rupture are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side "breast and neck pain, ear infections," and "capsular contracture," baker grade IV. Additionally, patient reported swollen and possible rupture. Device remains implanted.